Manufacturer narrative:
This incident occurred outside the unites states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Husband reported that pt has experienced elevated blood glucose while using the infusion sets. On (B)(6) 2011, blood glucose elevated above 600 mg/dl. Pt inserted a different type of infusion set and delivered a correction bolus, and she was able to lower her blood glucose. The infusion set was discarded. On (B)(6) 2011 at 9:52 mg/dl, pt inserted an infusion set using the insertion device. Blood glucose was 210 mg/dl. Pt ate breakfast, and blood glucose elevated to 471 at 12:31 pm and over 600 mg/dl at 12:50 pm. Pt delivered a correction bolus through the infusion. Pt felt very sick and drive in her car. Pt then lost consciousness, and her husband called the emergency physician. The emergency physician injected 12 i.e. Of insulin, and pt was admitted to the hosp. Pt rec'd an infusion and was responsive after. Husband reported the infusion cannula was "okay," but he infusion set adhesive was wet. The infusion set was requested for eval. Add'l info was not provided.